Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 110,34 and 53 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in t6he 'a','b' and 'c' zones. The 'c' zone result show the difference to be clinically significant.